Event description:
Customer reportedly received the following results on the aviva connect meter within 10 minutes: 479 mg/dl and 68 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.